Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
A service engineer reported that the system failed to produce a usable image. No patient injury was reported.